Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to clinic with an episode of vf that was treated and patient's rhythm was restored. Review of session records showed that prior to vf, patient had few premature ventricular contractions for which device had inappropriate rate response and vf was induced. Device shocked and converted the patient to sinus rhythm. Patient was stable and will be monitored with routine follow-up.